Event description:
It was reported that doctor performed an off label white cataract. During the removal of lens surgeon complained lens capsule tore as he was performing subincisional cortical sweep. Doctor was able to place the intraocular lens (iol) as planned. No additional information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.